Event description:
It was reported that patient underwent right total knee arthroplasty in 2007. Subsequently, patient had a fall and went to the hospital in late 2008. Surgeon confirmed that the locking bar was loose from the tibial bearing. Patient underwent revision procedure four days later; locking bar and tibial bearing components were replaced.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No user facility information is available. Other - evaluation of returned device found evidence that the locking bar was not fully inserted into the mating component and was left in situ for approximately 15 months with the spring arm resting on the anterior lug, not snapped around it. As a result, the spring arm was left in an extended or opened position. During that time, the spring "relaxed" until it remained in the open position without applying any force to the mating component.